Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture observed behind the display. There was no reported damage to the battery compartment or battery cap. The yellow o-ring was not visible at the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: a review of the pump¿s black box data showed pump reboots had occurred. During investigation, there was moisture observed under the display lens. No damage was found to the returned battery cap or battery compartment. The battery cap fit securely to the pump with no yellow o-ring visible. The pump was powered on to the verify screen with audible and vibratory features functioning properly. The pump was exercised for 24 hours with returned battery cap with no power loss or reboots occurring. A leak test was performed and a leak was found in the display lens. The pump was opened and there was moisture damage found on the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).